Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n257993, implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and spinal stenosis. It was reported the patient¿s pump was taken out many years ago at the va. The patient complained about the service from the healthcare provider (hcp). The patient was blacking out from the pump because the dose was being increased. The patient said he was allergic to baclofen. Limited details were provided because this happened a long time ago. The date of event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer and healthcare provider (hcp) at the time of the allergic reaction, the pump contained baclofen and no other drugs. The dose was lowered and the reaction resolved. The pump and catheter were implanted on (B)(6) 2010 and the baclofen dose was set to 350mcg/day. On (B)(6) 2015 the patient was feeling lightheaded and unstable and the dose was reduced to 270mcg/day. On(B)(6) 2011 the pump was delivering 300mcg/day which was increased to 350mcg/day. The patient had felt like something popped in his lower back when he was pushing his wife's car (she slid off the road in the snow). It felt like a sharp pain in his lower back and his leg spasms increased. On (B)(6) 2011 the patient was having pain in his lower back, right hip, and right leg. He was unsteady while walking; his legs would give out. A catheter dye study was performed and the catheter was ok. The pump dose was increased to 450mcg/day and the patient was sent for a CT myelogram with contrast. The patient blacked out following the CT (unclear if the patient also had an MRI) and took a wheelchair back to his car; his wife drove him back to the pain clinic at which time he was still in and partially out (of consciousness). The physician felt the dose increase could not be in the patient's system yet and advised the patient to go to the emergency room. On (B)(6) 2011 the patient met his physician to discuss the CT scans. The radiologist could find nothing on the scans that indicated a problem and he also had no other scans for comparison. The managing physician wanted to add morphine to the pump and increase the baclofen and the patient refused. He was still lightheaded, with much pain and unsteadiness, only getting 1-2 hours of sleep at a time. The patient did not feel he was good candidate for the pump. As of (B)(6) 2011 the patient was continuously lightheaded, drowsy, dizzy, had shallow breaths, swollen ankles and feet, constipation, and was passing out. A pharmacist felt the patient was having a reaction to the baclofen; a different physician felt the patient's symptoms were due to a gross overdose of baclofen and the patient was sent for an emergency reduction of the itb.